Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6)) passed the initial functional test without any fault or error; however, it failed the load cell characterization test during further testing. The root cause was due to defective load cells, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in january 2011 and is over 15 years old. Both load cells need to be replaced to address the problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported issue, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance at zoll service depot, the autopulse platform (sn (B)(6)) failed the load cell characterization test during functional testing. No patient involvement.